Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. It was reported that the customer has lupus. The patient's condition may have interfered with the test and cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The caller alleged a variance between her inratio inr result and the physician's inratio inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.5, physician's inratio inr: 2.0. Therapeutic range: 2.0 - 4.0. The time between testing was less than ten (10) minutes. There was no information available on the physician's inratio device or supplies. The caller was reported to have lupus. There was no reported adverse patient sequela. There was no additional information provided.